Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Disposition unknown.

Event description:
As reported: "drill bit tip broke off during surgery. Imbedded into bone."